Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed as the projection button could be pressed in a shunt placement procedure on a resin head model. The navigation system then passed a system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was unable to select the projection button on the navigation system. The button was grayed out. There was no patient present at the time of the event.